Event description:
The customer reports that during insertion of the central line, the doctor did not manage to remove the guide from its support, it was sliding. Another spring wire guide was used with the same issue.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) for evaluation. The catheter was not returned. Visual and microscopic examination revealed the guide wire body was curved and the j-tip bend had offset coils. Both welds appeared full , intact, and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The offset coils were located approximately 4mm from the distal end of the swg. The length and outer diameter of the swg were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Functional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed both welds were fully intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked towards the distal end of the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide kinked in use.

Event description:
The customer reports that during insertion of the central line, the doctor did not manage to remove the guide from its support, it was sliding. Another spring wire guide was used with the same issue.